Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw, uf/importer report (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link neutral luer activated device was cracked or broken with the rubber inner part protruding out while in use for a patient infusion. It was reported that the patient was due for an intravenous (IV) cartridge and tubing change. The registered nurse (rn) primed the line, connected the set up to the patient¿s catheter (non-baxter) and began the infusion with an IV pump (non-baxter). Subsequently, the rn noted that the pump tubing (non-baxter) looked crooked at the point in which the one-link was coming from the patient¿s catheter. The rn and the patient disconnected the two and tried to re-connect. Once disconnected, it was noted that the one-link was cracked or broken and the rubber inner part was protruding out. Pieces of plastic were noted to be broken off into the pump tubing, making it impossible to connect to a new one-link device. The rn obtained a new one-link and used the patient¿s second pump which still had the prior cartridge and tubing in place. The patient was connected and back to the infusion within approximately two (2) minutes. The dressing and one-link had been changed per weekly discharge change. There was no report of patient injury or medical intervention associated with this event. No additional information is available..

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.